Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had multiple errors and reported blank display screen. The blood glucose was 10 mmol/l at the time of the incident. Customer is not calling back with alarm after pump rest. Customer states the alarm did not clear with esc and act buttons and also stated that, the display did not return after performing troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to faulty connector on interface board. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify an alarm due to blank display. No noise anomaly was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.